Event description:
The customer contact reported that during preventative maintenance testing at the user facility, the device alarmed with a s233 (overtemperature-psc) malfunction alarm code. There was no reports of any adverse patient events or delays of critical therapies while the device was in clinical use. No add'l info was provided.

Manufacturer narrative:
Testing and investigation found that the device did not alarm with a s233 (overtemperature-psc) malfunction alarm code. However, it was noted in the device history. Further testing found that the device fan was rotating too slowly to cool the device. The probable cause of the customer complaint was a broken fan. This report represents all the info known by the reporter upon query by hospira personnel.